Event description:
Healthcare professional reports that this pt had been previously using the ca 110 dialyzer and the physician wanted to try pt on this cahp dialyzer to clear larger molecules. One hour into treatment, the pt experienced cramps, was lightheaded, hot, then cold. The pt was afebrile and blood pressure was within normal limits. The healthcare professional lowered the ultrafiltrate. The pt became tired and fell asleep for a while and, per healthcare professional, the pt seemed to be feeling fine. The pt experienced a second occurrence of the same symptoms. When the treatment was completed, the pt complained of being more tired than usual.